Event description:
Pt¿s liability insurance company mailed on (B)(4)2 013, received (B)(4) 2013, which was a year after the date of event to report the patient fell out of the chair on (B)(6) 2012. The insurance company stated they received pictures of the chair but could not determine from the pictures if there were any visible signs of device failure. They assumed the chair might have broken because it was 11 years old. The alleged patient injuries include back and neck strain and shoulder pain. We have subsequently interviewed the patient¿s insurance company by phone and stated she visited the emergency room on the day of the incident and no fractures in the back, neck or shoulder were identified. The patient was prescribed naproxen and flexeril. Add¿l follow up included a visit to chiropractor. The patient also had an MRI and the current diagnosis is neck dysfunction syndrome. They do not have the patient weight. Neither did she want to return the wheelchair to the MFR for inspection. There is no service or maintenance records so far for the 11 years for the wheelchair. We are attempting to try to set an appointment to inspect the chair. Received pictures from insurance waiting on medical records.